Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedances that were greater than 2000 ohms. Additional information was received which indicated this rv lead previously had insulation damage which was repaired at a changeout procedure. It was suspected that the location of the repair could have been the point of issue. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.